Manufacturer narrative:
Investigation findings: the device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A decontaminated sample without the original package or lot number was received for evaluation. The catheter is a purchased item and is received to be assembled with a drainage bag. In reviewing the manufacturing process of the drainage bag, there were no anomalies observed that may contribute to the reported incident. The sample was evaluated by the supplier. The sample was visually inspected and the supplier found that the balloon had burst. The report from the supplier indicates that they received one foley catheter with a burst balloon. When inspecting the balloon visually, small damages/cuts on its surface were detected. It is possible the balloon burst was due to some mechanical damage. In reviewing the sample, there was a piece of the balloon missing, although the broken surface was straight. With the exception of the missing part of the balloon, the rest of the balloon was present on the catheter. This remaining part of the balloon showed small damages and cuts, which apparently were the reason for the burst. The balloons are checked visually 100% when inflated in process; therefore, it is unlikely that the balloon was damaged prior to release. The root cause cannot be determined. The balloon contains the signs of mechanical damage. If additional information is received warranting further analysis, the investigation will resume. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien that a customer had an issue with a foley catheter. The customer states the patient was presented to the ec on (B)(6) 2013 at 03:57 pm. A 14 french foley was inserted without difficulty and patient was discharged. The same patient returned to the ec on (B)(6) 2013 at 02:50 am because the catheter had fallen out. The physician documented that the patient brought the catheter with him. The physician checked the balloon and it was leaking. A new 14 french foley was inserted. The same patient returned on (B)(6) 2013 at 05:27 pm because the catheter had fallen out at noon. The patient brought the catheter with him and the balloon was broken. A 16 french coude catheter was inserted. The diagnosis with a foley catheter malfunction. On (B)(6) 2013, based on the supplier evaluation, the balloon was found to be missing a piece.